Event description:
The physician reported the coil unexpectedly detached inside of a delivery catheter when inside the patient during procedure. The physician reported the coil was inspected prior to use and no issues were noticed. The physician also reported there was no patient complications, and the patient's status following the procedure was good. No further information was disclosed.

Manufacturer narrative:
The device in question has not been returned to boston scientific for furhter investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.